Event description:
It was reported that during a hand assisted laparoscopic sigmoid procedure, when they connected the anvil to the stapler, it snapped down and then pulled apart. As they began to tighten down, there was a little resistance and then it pulled apart. It had to be put back together. Once back together, they would begin to tighten down but the rotation knob felt like it was stripped. There was no resistance. It did eventually tighten down. The device was fired, but one of the donuts was not intact. Upon examining the donuts, it appears that not all the staples were closed completely. They completely resected everything and used another stapler to complete. The patient was okay.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.